Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that a patient enrolled in the mom clinical study, underwent total hip arthroplasty on the right side on (B)(6) 2007. During post operative monitoring and testing, an arthritic cyst of the acetabulum was noted. These finding were found due to follow up testing, there were no symptoms reported by the patient. No revision procedure has been reported at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that a patient enrolled in the (B)(6) clinical study, underwent total hip arthroplasty on the right side on (B)(6) 2007. During post operative monitoring and testing, an arthritic cyst of the acetabulum and acetabular osteolysis were noted. These finding were found due to follow up testing, there were no symptoms reported by the patient. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "